Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast reduction procedure, the thread of the sutures used broke. Surgeon opened and used another sutures to resolve the issues. No patient injury.